Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the or manager informed her that a few staples looked as though they were pre-fired before actual completion of firing sequence took place. The case was completed when a new instrument was pulled off of the shelf. Pt consequence is unk.